Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had no stimulation sensation. An implantable neurostimulator (ins) overdischarge was suspected. The patient ¿died¿ (B)(6) 2013 because their blood sugar bottomed out and their heart stopped. The patient was in the hospital for 3 months and in a coma for a month. The patient had a feeding tube and a trachea in their throat and spent 14 days in rehabilitation. The patient had to learn to walk again because of an ¿oxy brain injury¿. The patient went without blood and oxygen to their brain for 6 minutes. When the patient got to their final stage of rehabilitation they tried to charge and it wouldn't charge. The patient was in a lot of pain during rehab when trying to walk again. The last time any stimulation was felt was over a year prior to the report. The last successful recharging session was over a year prior to the report. The patient had had their device for 7 years and their battery had never gone dead before. The patient last had their device reprogrammed in 2013. The patient¿s battery was dead and they wanted a new one implanted because it would not charge and was too loud. The patient had a car accident a year prior to the report and broke their lower back. The patient was unable to get an operation on their lower back because they had had so many back surgeries. It was further reported that there was a communication problem. The patient had been unable to charge their device for over a year prior to the report. It was further reported that the patient¿s last recharging session was in (B)(6) 2013. It was further reported that the patient was in overdischarge. They discussed a replacement with the doctor. The patient wanted pain medication from their doctor. Additional information was received from a health care professional (hcp). Hcp reported patient's family indicated patient had device replaced and unknown if lead was replaced. The ins was replaced 2014. Reports patient's family indicated the previous device stopped working, unknown if it was due to normal battery replacement. Previous device was implanted 2007. No patient symptoms or complications were reported in this event.